Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but deployment was too proximal. A full recapture was performed and the wds was removed from the patient. Another 27mm wds was used and the closure device was deployed. This deployment was too proximal. A full recapture was performed and the wds was removed from the patient. It was noted that the was was kinked upon recapture. A new was and wds were used and the procedure was completed successfully. There were no patient complications.